Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited a polarity switch and a lead impedance warning. It was also reported that the rv lead exhibited polarity switch and a lead impedance warning. The ra lead and rv lead both remain in use. No patient complications have been reported as a result of this event.